Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. In case of this complaint, it is most likely that the main coil stretched, mechanically detached, broke and was stuck inside the microcatheter due to a lack of continuous flush (intermittent) maintained during the procedure which is against the direction for use (dfu) for this product. As per the dfu "warning: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil. Based on the investigation results and available information an assignable cause of user error was assigned to the as reported issues 'nv - main coil prematurely detached/separated inside patient', 'nv - main coil stretched', 'nv - coil jammed' and 'nv - coil broken/fractured', as the complaint confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacture and/or expected by the user.

Event description:
It was reported that during coil embolization procedure, the coil (subject device) was repositioned in the aneurysm; however, was noted to be stretched. During retrieval, the coil was detached mechanically inside the microcatheter and also was noted to be broken. The coil was removed with the microcatheter from the patient¿s body. The coil and microcatheter were replaced to complete the procedure. There were no clinical consequences to the patient reported.

Manufacturer narrative:
Devie not returned.

Event description:
It was reported that during coil embolization procedure, the coil (subject device) was repositioned in the aneurysm; however, was noted to be stretched. During retrieval, the coil was detached mechanically inside the micorcatheter and also was noted to be broken. The coil was removed with the microcatheter from the patient¿s body. The coil and microcatheter were replaced to complete the procedure. There were no clinical consequences to the patient reported.